Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge and resumed insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level ranging from 540-541 mg/dl; cause was not known. Reportedly, the pump supplies were changed and a manual insulin injection was administered to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Device not returned.